Event description:
Healthcare professional reported the event of right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: one opening observed on posterior side assessed as surgical damage and one opening observed on posterior side assessed as surgical damage like. Additional observations: ¿ creases were observed. ¿ white particles observed inner the surface of the shell. ¿ nick striated observed assessed as surgical tool scratch like. No further actions are required as the device was implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported the event of right side deflation. Device remains implanted.